Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual inspection of the provided image performed. Residue is apparent on the device. Unable to confirm item and lot numbers from the image. Unable to identify any areas of wear on the device. Device not returned so unable to perform further assessment. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs provided and were not sent for further assessment as allegation is for infection which would not be well visualized on plain film imaging. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Unknown - unknown patella - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee procedure on an unknown date. Subsequently, the patient was revised due to infection. The bearing was removed. Attempts have been made and all available information has been provided.